Event description:
It was reported to nova biomedical that a consumer received a result of 35 mg/dl and based on that reading, the consumer went to the emergency room to have their blood sugar level checked. During the call to customer support, it was revealed that the test strips the consumer is using expired sept 2007. The consumer also admitted that they do not use control solutions to test their strips as instructed in our directions for use. Consumer educated on these directions for use at the time of call. The meter in question will be returned for evaluation. The expired test strips in question have been discarded.

Manufacturer narrative:
Nova biomedical awaits for the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.